Event description:
Subsequent to the initial report filing, additional information was received stating that an unspecified 0.018 balloon was used to retrieve the stent and position it at the lesion, and the omnilink elite stent delivery system (sds) was used to fully deploy the stent.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to stent a non-tortuous, moderately calcified lesion in the left common iliac artery using femoral access. The 8.0 x 19 mm x 135 cm omnilink elite stent was advanced to the lesion site. However as the physician expanded the stent, the balloon inflated proximally and the stent jumped off the balloon landing close to the common femoral artery (cfa). The stent was retrieved and deployed at the target lesion site. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.